Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't load correctly at step 1, and it was malfunction. Completed procedure with new device. There was a delay. No harm.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, d10, g4, g7, h2, h3, h6, h10, h11 corrected sections: h6--health effect ¿ clinical code corrected from "4582" to "4580" the lot # 3000324673 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.